Event description:
It was reported one of patient's lead had migrated. Investigation was unable to identify which lead. To address the issue, patient underwent surgical intervention wherein the lead was explanted. Therapy was restored post-op with the remaining lead.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.